Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy plus pump produced error code 1870. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
H3: one cadd legacy plus pump was received for evaluation. The event history log was reviewed and there was a "1870 error code) message. A functional check was performed and the reported issue was able to be confirmed. The pump was found to be displaying "1870" error code message on power up when batteries were inserted. The cause of the issue is unknown. It was recommended that the motor be replaced.